Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was not reproduced. The audio was functioning, but was distorted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear case. The rear case will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken speaker and no sound during testing. There was no patient involvement. No additional information is available.